Event description:
The customer questioned a nonreactive architect hbsag result for a 10 year old male patient. The following data was provided. Hbsag: 0.00 iu/ml (nonreactive) hbeag: 845 s/co (reactive) anti-hbc: 8.89 s/co (reactive) anti-hbe: nonreactive (no value provided) anti-hbs: nonreactive (no value provided). The results were retested, and the values were close. The specific results were not provided. The customer expressed doubts about the nonreactive hbsag result. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Clinical sensitivity testing was performed using an in-house retained kit of lot 48527fn01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no deficiency for lot number 48527fn01 was identified.

Event description:
The customer questioned a nonreactive architect hbsag result for a 10 year old male patient. The following data was provided. Hbsag: 0.00 iu/ml (nonreactive). Hbeag: 845 s/co (reactive). Anti-hbc: 8.89 s/co (reactive). Anti-hbe: nonreactive (no value provided). Anti-hbs: nonreactive (no value provided), the results were retested, and the values were close. The specific results were not provided. The customer expressed doubts about the nonreactive hbsag result. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.